Manufacturer narrative:
Device 2 of 2. Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet speciations and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference: mfg report: 1627487-2010-02143. The patient received his scs system consisting of an ipg and paddle lead on (B)(6) 2008. It was reported on (B)(6) 2008 that the patient was experiencing positional overstimulation. The patient was scheduled to see his physician and the devices were explanted on an unknown date. Follow up on the patient found that no further issues have been reported. The explanted ipg and lead were returned to ans for evaluation. No further information is available.